Event description:
An altitude alarm was reported on a pump, which led to the suspension of the customer's insulin. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of steps, including cleaning the speaker holes and reconnecting the cartridge, which successfully resolved the issue. The pump resumed normal operation, and the customer received tips to prevent future altitude alarms.